Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The embolization coil was intact with its pusher assembly and had offset winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, resistance may be experienced and damage such as offset coil winds may occur. During functional testing, the smart coil was advanced out of its introducer sheath with resistance due to the offset coil winds. Subsequently, while attempting to advance the smart coil through a demonstration microcatheter, resistance was encountered as the coil winds began to bunch within the hub of the microcatheter and the smart coil could not be advanced any further. No other devices associated with the complaint were returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed three coils in the target vessel using the microcatheter. Then, the physician attempted to advance a smart coil out of its introducer sheath but was unsuccessful; therefore, it was removed. The physician then implanted three coils in the target vessel. Next, the physician attempted to advance a smart coil within its introducer sheath on the back table, however the smart coil would not advance at all within its introducer sheath; therefore, it was not used. The procedure was completed using a non-penumbra coil. There was no report of an adverse effect to the patient.